Event description:
Information received indicates that while using the aortic vent cannula, the vent tubing detached from the connector. A small, unspecified amount of blood was lost from the connector. The cannula was removed and replaced with another unit with no reported effect to the patient.

Manufacturer narrative:
Analysis: visual inspection of the returned cannula showed that the vent tubing was detached from the connector. By using magnification, it was determined that no solvent was applied to the tubing during the assembly process, which allowed the tubing to detach from the connector. Conclusion: the device did not meet specifications in a manner that was related to the event. There was no adverse effect to the patient.